Event description:
A customer observed biased phbr qc results following calibration on two 5,1 fs analyzers. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event.